Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial undersensing and delivered an inappropriate shock and anti-tachycardia pacing (atp) due to low amplitude p-waves. The patient was in the hospital at the time. Technical services (ts) was contacted, and ts discussed the inappropriate therapy. The crt-d system remain in service. No adverse patient effects were reported.